Event description:
Iab was prepped according to procedure (vacuum pulled). During sheathed insertion in left femoral, balloon began to unwrap and iab became stuck in sheath. As a result, assembly was exhanged. There were no reported pt complications.